Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the patient ate lunch at 2:00 pm; afterwards the cgm started giving him low glucose alerts and displaying low. He started ingesting food to make his glucose levels higher. He started feeling sick, and his wife drove him to the hospital, where his bg was 44 mmol/l. He was treated with an insulin infusion and had unspecified blood work and an x-ray. He stayed in the hospital until (B)(6) 2022 at 6:00 pm, when his condition was stable. At the time of the report the patient was feeling better with no issues. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hyperglycemia.